Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5095829/(B)(4)).

Event description:
1 reported conflicting sofia sars result for 1 individual. Individual reported to have been a previously positive case. Initial sofia sars test resulted as positive, repeated second test was taken 2 hours after resulted negative. It is unknown if individual was symptomatic.